Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af). Technical services (ts) reviewed the reports and provided reprogramming options. The device remains in use. No additional adverse patient effects were reported.